Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the keypad buttons were no longer responsive to presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be damaged; the keypad cover was torn off above the down arrow and ok buttons, exposing the button contacts. During testing, all of keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to elicit a response. The up arrow and down arrow buttons were observed to be sticking and were hyper-responsive/scrolling in response to button presses. There was evidence of contamination found under all key contacts.